Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device 1800-005, adult foam ECG suretrace conductive adhesive gel was being removed from the patient and ¿¿skin injury from removing the sure trace electrodes.¿ further assessment has been sent; however, to date no response has been received. This report is being raised due to the reported injury to the patient¿s skin.